Manufacturer narrative:
Additional information provided in sections b.5., h.3., and h.11. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the newly received information, the lens was explanted at an external facility, and the original facility does not have the explanted lens available for return.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after intraocular lens (iol) implantation, the patient experienced cloudy vision, describing it as similar to looking through foggy glasses. The lens was subsequently removed and replaced with a monofocal replacement lens in a secondary procedure. The clinical reason for explant was dislocated lens. Additional information was requested, but no further information is available.